Manufacturer narrative:
(B)(4): lead model 3389, lot# unknown, implanted: unknown, explanted: unknown; extension model 37085, serial# unknown, implanted: unknown, explanted: unknown.

Event description:
It was reported that the patient experienced difficulty standing, showed a very important retropulsion of the trunk, and experienced weakness in both knees. His gait appeared markedly worsened and stimulation did not improve this pattern. A post-operative MRI showed hyperintensity in the periventricular right region of the brain extending to the globus pallidus internus and posterior arm of the internal capsule. A second MRI showed an improvement of the periventricular pattern, but no change in the globus pallidus internus and basal ganglia. Additional information has been requested, but was not available as of the date of this report.